Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a reporter reporting on consumer (age and gender unspecified) from the (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, toothbrush snapped at the handle. This report had no adverse event. The action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2013 from a reporter reporting on consumer (age and gender unspecified) from the (B)(4). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, toothbrush snapped at the handle. This report had no adverse event. The action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 19-feb-2013. The lot number of the device was updated from unspecified to 05112sgm2. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2013 from a reporter reporting on consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, toothbrush snapped at the handle. This report had no adverse event. The action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of the device was updated from unspecified to 05112sgm2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of the device was updated from 05112sgm2 to 05112sg m2. The returned field sample was received on (B)(4) 2013. Based on visual inspection and analysis of received sample, toothbrush handle was broken at thinnest point of the handle and the tufts of the provided light blue sample were highly deformed reflecting extensive use. The toothbrush broke because of an overload with compression force and the geometry in the long axis. The test requirements to pass all validation and device specifications were overbend test and head break test to solve medical complaints. During the overbend test of validation no toothbrush was broken. The toothbrush had been manufactured according to the specification and met release testing. No manufacturing error had been detected. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.